Manufacturer narrative:
The reported event was unconfirmed. Received (3) photo samples. First photo sample shows top view of catheter. Second photo sample zooms in on end of catheter with deflated balloon. Third photo sample shows inflation cap. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley. Visual inspection of the catheter noted no obvious defects. Using the (in-house) syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and no leaks observed. With the syringe attached the catheter was able to passively deflate the 10ml of liquid using in house syringe without issue. No root cause could be found because the reported event was unconfirmed. A risk review and labelling review was not required as the reported event is unconfirmed. The device history record review could not be performed without a lot number. Correction: d, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during placement of foley catheter, there was difficulty in draining. Per follow up information received via ibc on (B)(6) 2024, there was patient involvement but no injury.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during placement of foley catheter, there was difficulty in draining. Per follow up information received via ibc on 30aug2024, there was patient involvement but no injury.